Event description:
Per user facility the qbl looks low on canister scan. The procedure was completed successfully with the same device without a clinically significant delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
Update: d9, h3, h6. Correction: follow-up report submitted to document the device log files were not available for evaluation.

Event description:
No new information.